Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years nine months post deployment, a CT scan performed for chronic abdominal pain demonstrated the ivc filter was intact and the filter limbs appeared to be beyond the ivc in the distal portion. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2016; manufacturing date: 02/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and before surgery of a hernia repair. At some time post filter deployment, it was alleged that the ivc filter limbs perforated the ivs. Furthermore, the patient allegedly experienced some bleeding. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.